Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0f2w6, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The manufacturer representative reported that the patient had a fall about three months ago and a full system implant done on the day of the report. The event being reported was change in therapy and the cause was unknown. There were no unrelated medical procedures reported. The manufacturer representative further reported that impedances were done during the case and found 3 out of 4 were out of range and nor motor response. The whole system was replaced. The event occurred during use and the indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/ pelvic floor. If additional information is received, a follow- up report will be sent.